Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had a return of symptoms on (B)(6) 2015. This was the same day she had her heart pacemaker replaced. She then noticed a poor communication screen on her programmer on (B)(6) 2015. The patient confirmed the antenna was secure and synced with the implantable neurostimulator (ins), but that did not resolve the issue. The patient's indication for use was interstim--other. The cause of the return of symptoms and if any intervention was done was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.